Event description:
The customer reported that erroneous low phosphorus (phos) results were generated on a unicel dxc 600 synchron system for two patients over two days. This report represents the erroneous low (phos) patient result generated in (B)(6) 2012. Upon repeat, a higher phos result was generated, which was regarded as valid. The erroneous phos result was reported out of the laboratory however there were no report of death, serious injury or change to patient treatment associated or attributed to this event. Instrument assay quality control results generated during the timeframe of this event were within customer established specifications. Additional patient assay results were not questioned as part of this event. The sample was a fresh sample. No additional system, patient or sample handling/collection information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event, as the customer was not questioning instrument/assay performance. A definitive root cause for this event has not been determined to date. Associated mdrs: 2050012-2012-00723, 2050012-2012-00724.